Event description:
The customer reported that the coulter lh 780 hematology analyzer failed to flag for blasts for a single leukemia patient sample. The customer performed manual blood smear and confirmed the presence of 30% blasts which was considered correct. The customer stated that the erroneous results which did not flag for blasts were auto validated and reported out of the laboratory. There was no change or affect to patient treatment in connection with this event. The customer considered the patient's complete blood count (cbc) results to be normal with no failed ranges or delta checks. A review of the customer's provided data indicated increased white blood cell (wbc) results with blast and variant lymphocyte flagging, on the days prior to the event, which correlated with the patient's condition of leukemia. However, results were generated without any differential specific suspect messages on date of the event (10/28/2013). Results from the manual smear enumeration which identified the presence of 30% blasts and was considered correct has been requested but were not provided. The wbc and platelet (plt) results significantly decreased over the several days that the patient¿s sample was run. Hemoglobin (hgb) and hematocrit (hct) results were also low.

Manufacturer narrative:
Beckman coulter has requested raw data from the customer for analysis but was not provided. The customer did not request for service and a beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. In conclusion, failure mode for this event cannot be determined with the information provided.

Manufacturer narrative:
Additional information: raw data was provided and analysis revealed that the sample has 30% blasts. The sample was run six times and the algorithm set blast flags for five of the six runs. A review of the histograms showed strong lymphocyte population overlapping with the neutrophil population. The false negative run on 10/28/2013 shows a slightly better separation between the populations. However, due to the pattern difference, the algorithm did not set a blast flag for that sample run.